Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 7 mmol/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. Hardware low level failures not found during testing. (B)(4).